Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reported a fault code for a charge timeout following the delivery of numerous shocks. The device had reached elective replacement indicator (eri) approximately four months prior and was now reporting end of life (eol) with a monitoring voltage of 2.46 volts and a 30.7 second charge time measurement. The patient was administered an amiodarone drip and planned to under go further evaluation. It was unknown if the device exhausted all therapy in a given episode, as there had been several diverted episodes since and the electrograms were not available due to storage availability.

Manufacturer narrative:
Additional information received indicated the device was explanted and replaced with another manufacturer's device. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated there were no adverse patient effects or symptoms reported. It was communicated the patient was not in the hospital when the shocks were delivered. Some of the diverted episodes were able to be retrieved, which confirmed the patient had a true ventricular tachycardia arrhythmia. The physician planned to replace the device, however no additional information is able to be provided as the hospital has two health care professionals that take care of all device issues. No additional information is available at this time. If additional information becomes available this report will be updated.